Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The image acquisition system (ias) computer cmos battery was replaced. Bios parameters was checked, all motion axes checked, 2d+3d scans preformed and backup file completed. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. This part was discarded by the site and will not be returned to manufacturer for analysis.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system was not booting and stuck on initializing phase. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.